Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's current ins is rechargeable, and it's definitely a company device. Patient's current rechargeable device is not in registration, and he never received an ID card for his unit. Patient said he fell this past saturday trying to load furniture up a ramp. The patient said the couch fell and hit him in the implant area. Patient went to charge yesterday, but he's not able to. Patient is seeing the reposition antenna screen on the insr recharger (insr). Patient services had the patient try to sync using the patient programmer (pp). The patient is seeing the poor communication screen on the pp. The patient said he last charged the ins within the last couple weeks, and the ins still has a little charge left in it. Patient believes that something happened when he fell on saturday. The patient was advised to see the their healthcare provider (hcp) to have the spinal cord system assessed. No further complications were reported. No patient symptoms were reported.